Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of questionable tpuc3 total protein urine/csf gen.3 for multiple patient urine samples on a cobas 6000 c (501) module serial number (B)(4) when compared to a hitachi 7180 and the pyrogallol red method. After the customer began using the c 501 with the tpuc3 reagent a physician questioned the increase in the urinary protein and creatinine ratio. Of the data provided, there were 69 urine samples with erroneous tpuc results. Refer to the attachment to the medwatch for all patient data. Erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.